Event description:
It was reported a patient presented in pain to the emergency room. Their right ventricular lead had dislodgement that led to inappropriate therapy. The lead was repositioned in a procedure on (B)(6) 2021. Post-procedure the patient was recovering.